Event description:
The manufacturer received information alleging a leak in an oxygen hose occurred on a trilogy evo o2. The device was not reported to be in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo o2 is currently being evaluated at a third-party service center. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a leak in an oxygen hose occurred on a trilogy evo o2. The device was not reported to be in use on a patient at the time of the occurrence. There was no report of harm or injury. The trilogy evo o2 is currently being evaluated at a third-party service center. If any additional information is received, a follow-up report will be filed. New information: the manufacturer received information alleging a leak in an oxygen hose occurred on a trilogy evo o2. The service center noted: "service no longer required. Case will be completed or cancelled". The case was closed without a completed evaluation or repairs. Multiple good faith efforts have been made on 10/6/205, 12/26/2025 and 12/31/2025 to obtain additional information, without customer response. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.